Event description:
Before use of a 6f infiniti catheter, it was reported that the tech noticed that the tip of the catheter was not correct, and then saw that there was a small package with a tip enclosed in the package. The device was not used in the patient; therefore there was no patient injury. The intended procedure was a diagnostic left heart catheterization. The device had not been resterilized. For the procedure, a 6f infiniti catheter was opened. There were no damages or anomalies noted to the package or packaging equipment. The device was stored and handled according to the IFU. There was no difficulty removing the device from the packaging equipment, and excessive force was not required during removal. However, the tech noticed that the tip of the catheter was not correct and saw the tip enclosed in the package. There were no other damages noted to the actual device besides the tip separation. There was no patient injury.

Manufacturer narrative:
Additional information was received: the device was returned for analysis and the decontamination lab reported that the device was "separated in two at 9cm from distal." (B)(4). The separation was reported to have occurred in the catheter body. (B)(4). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: before use of a 6f infiniti catheter, it was reported that the tech noticed that the tip of the catheter was incorrect. He then noticed a small package with a tip enclosed. The device was not used in the patient; therefore there was no patient injury. The intended procedure was a diagnostic left heart catheterization. The device was stored and handled according to the IFU. There were no damages or anomalies noted to the package or packaging equipment. The device had not been resterilized. The device was removed easily from the package without the use of excessive force. There were no other damages noted to the actual device beside the tip separation. A non-sterile cath f6inf tl jl 6 100cm .038¿ diagnostic catheter was received for analysis coiled inside a plastic bag. The catheter was received separated in two pieces at tip to body fuse area. (The tip was received inside a small package bag) which confirmed the reported complaint. Per visual analysis, the unit was inspected under vision system and picture magnification of the complaint body shaft and tip as received show that both pieces present elongated areas. The catheter body present elongations on the distal end and braid wire demarcations and the intermediate tip present elongations on proximal end and internal braid wire marks. No other anomalies were observed. The received separated catheter¿s body and tip od and ID were measured near to separation areas and results were found within specification. Functional analysis was not conducted due to no sterile units returned to perform pull test. A verification for units on inventory as to support analysis results was requested and no units on inventory were found. The received separated catheter¿s body and tip; along with two ¿control¿ sample units were submitted for differential scanning calorimetric testing to further understand the condition of the complaint unit received in relation to the temperatures to which the unit was exposed to during fusing process. Evidence obtained by the dsc thermal analysis suggest that the complaint and the control samples were submitted to the same thermal process; based on same behavioral slopes observed and the temperatures of transition remained close to each other. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Not enough evidence exists to conclusively determine that this condition is manufacturing related. However, this complaint is being escalated due to the complaint severity level observed. The complaint reported by the customer as ¿diagnostic cardiology catheter-brite tip/distal tip-separated-prior to use¿ was confirmed due to the separated condition of the received catheter, however the exact cause of the separation could not be conclusively determined during analysis. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
Product analysis: a non sterile cath f6inf tl jl 6 100cm .038¿ diagnostic catheter was received for analysis coiled inside a plastic bag. The catheter was received separated in two pieces at tip to body fuse area. (The tip was received inside a small package bag). Per visual analysis, the unit was inspected under vision system and picture magnification of the complaint body shaft and tip as received show that both pieces present elongated areas. Catheter body present elongations on distal end and braid wire demarcations and intermediate tip present elongations on proximal end and internal braid wire marks no other anomalies observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The received separated catheter¿s body and tip od and ID were measured near to separation areas and results were found within specification. Functional analysis was not conducted due to no sterile units returned to perform pull test. A verification for units on inventory as to support analysis results was requested to master planner and no units on inventory were found. The complaint reported by the customer as ¿diagnostic cardiology catheter-catheter (body/shaft) - separated¿ was confirmed due to the separated condition of the complaint unit received. The received separated catheter¿s body and tip; along with two ¿control¿ sample units were submitted for differential scanning calorimetric testing to further understand the condition of the complaint unit received in relation to the temperatures to which the unit was exposed to during fusing process. According to evidence obtained by the dsc thermal analysis suggest that the complaint and the control samples were submitted to the same thermal process; based on same behavioral slopes observed and the temperatures of transition remained close to each other. Not enough evidence exists to conclusively determine that this condition is manufacturing related. However, this complaint is being escalated due to the complaint severity level observed. A risk assessment was initiated. (B)(4). Additional information is pending and will be submitted within 30-days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.please note that the gender of the patient in unknown.